Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot / serial number is unknown therefore the date of manufacture is unknown.

Event description:
It was reported that, following the intubation of a patient with an endobronchial tube, the esophagus was perforated. The patient required surgery to repair the esophagus. Additional information has been requested.